Event description:
A co engineer reported a pump with a depleted battery. It is unk when this occurred. It is not known if there was any pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.